Manufacturer narrative:
One abrader,4.0,ep-1,dspl blade was returned for evaluation of the reported complaint mode ¿the surgeon saw shiny metal shavings¿ visual inspection identified significant axial fractures through the adapter body, to the outer sheath. A contact point on a section of the sheath at the end of the tube coupled with corresponding debridement of the inner tube opposite the contact point was observed. All indications point to excessive lateral load during device rotation. The device was inspected dimensionally and found to meet design requirements. Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt in the unloaded condition. A review of the device history records was performed which confirmed no inconsistencies (method code 3317). A complaint history review has not identified additional complaints for this lot number on file. A root cause could not be determined. Missing information from this report is identified as a blank, unknown and as no information (ni). This information was not provided in the reported event or available at the time of report submission. (B)(4).

Event description:
During a shoulder acromioplasty it was reported that the surgeon saw shiny metal shavings. The surgeon removed the shavings with another shaver. It was reported that there was a ten minute delay and no patient injuries or complications.